Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The blood glucose at time of incident was 290 mg/dl and current blood glucose was 403 mg/dl. Based on customer report customer does not allege pump was under delivering. Assisted with performing the high pressure test and which was passed. The customer was assisted with troubleshooting and declined for high blood glucose. Customer will not be returned device for analysis.